Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, received with corroded battery tube and corroded battery cap contact noted during visual inspection. The insulin pump was unable to complete functional testing due to prime anomaly. All operating currents are within specification. No unexpected failed battery test, battery out limit, weak battery, low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, excessive no delivery alarm test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and bad battery before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the batteries did not last more than 1 day and that a low battery alert was not received prior to off no power alert on the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.